Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. Device code 1069 removed.

Event description:
Subsequent to the previously filed report, additional information was received: resistance with an unspecified balloon catheter was felt when advancing a ht bmw universal ii guide wire. The guide wire tip separated and became stuck in the balloon lumen while inside the patient. The procedure was successfully completed with another non-abbott guide wire. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and heavily calcified lesion in the left anterior descending artery. Resistance with an unspecified device was felt when advancing a ht bmw universal ii guide wire and the guide wire broke while inside the patient. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.